Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code -102) has been confirmed. Upon investigation the monitor displayed a service code 102 - charge profile fault. The cause for the failure was isolated to contamination on connector j1000. The root cause for the contamination was unknown. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor failed functionality testing.